Event description:
It was reported that this brady lead exhibited lead dislodgement due to patient was a twiddler. In addition, this lead was too damaged to reposition. As a result, this brady lead was explanted and replaced. No additional adverse patient effects were reported.